Manufacturer narrative:
(B)(4).

Event description:
It was reported that an imaging catheter stuck on guidewire occurred. The target lesion was located in the right coronary artery (rca). An opticross¿ 6 imaging catheter was selected for use. During the left heart catheterization, the ivus catheter was put down the rca over the wire. While the physician did a manual pullback to get the ivus run the tip of the catheter became entangled with the wire. They lost wire access and could not get the opticross catheter off of the wire. The physician pulled the wire back together with the catheter and was able to get the ivus images. The procedure was completed with this device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with an unknown green wire stuck in the guidewire exit hole port of the catheter. Device analysis revealed a damage on the guidewire exit hole port assembly and kinks in the sheath assembly from femoral marker to the proximal and distal end. The telescope assembly was able to properly pull back, advance, and retract. The wire stuck was removed for product analysis, additionally, a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that an imaging catheter stuck on guidewire occurred. The target lesion was located in the right coronary artery (rca). An opticross 6 imaging catheter was selected for use. During the left heart catheterization, the ivus catheter was put down the rca over the wire. While the physician did a manual pullback to get the ivus run the tip of the catheter became entangled with the wire. They lost wire access and could not get the opticross catheter off of the wire. The physician pulled the wire back together with the catheter and was able to get the ivus images. The procedure was completed with this device. No patient complications were reported and patient's status is fine.